Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during analysis noise was noted on the atrial channel. This did not affect how the device function except that it stored false auto mode switching episodes. Programming changes were made. Patient fine throughout the event.